Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced two incidents of kinked cannula in their infusion set. The first event occurred on (B)(6) 2025, and the second on (B)(6) 2025. The patient's blood glucose levels were elevated, and they were treated with multiple daily injections (mdi). These events happened three or more hours after insertion. The infusion set had been in use for approximately 8-12 hours. The insertion site was located on the abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.